Event description:
An aq2010v model lens was implanted and removed due to the wrong lens being used. It was indicated by the facility that it was their error, the wrong lens was chosen for the surgery. There was no proudct malfunction or pt injury.